Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the physician went to place the atrial lead, the setscrew would not engage the lead and kept turning without clamping down on the lead. The physician attempted this three or four more times pulling the wrench out and re-engaging the grommet; but it did not work. Another wrench was tried, but the setscrew still would not ratchet on to the atrial lead. When the wrench was pulled out, the setscrew came out also. At that point a new device was attempted and implanted with no issues. Also, when pulling the right ventricular lead out of the first device, the setscrew came out with the wrench as well. No patient complications have been reported as a result of this event.